Manufacturer narrative:
(B)(6). Investigation summary: complaint: package seal integrity poor-questionable. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: the lot was built on afa line 7 and packaged on line 8 on oct 2, 2016 thru oct 8, 2016 for the quantity of (B)(4) units. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one 22ga packaged unit from lot number 6274586 the unit was partially open at one end of the package. Note: the product characteristics require a minimum of 1/8¿ seal transfer. The unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and paper top web glue. Both of these variables were included in the observations. Test description: visual/microscopic, method no.: n/a, results: see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the units evaluated for this incident passed the manufacturing specification requirements. Conclusions: the defect of package seal integrity poor/ questionable, as stated in the subject of the pir was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the failure of package seal integrity poor/ questionable that the customer experienced was confirmed. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience of package seal integrity poor/ questionable, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: even though the packages came partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. The packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This issue is currently being investigated by CAPA (B)(4).

Event description:
It was reported that the packaging of the bd insyte¿ autoguard¿ shielded IV catheter was damaged prior to use questioning its sterility. No serious injury or medical intervention noted.